Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that: the patient reports being in extreme pain constantly. He feels that one hip is longer than the other since the surgery. The patient experiences pain in his hip at the incision site, lower back and groin. It is difficult to mow grass. He is currently in physical therapy but having difficulty because of the intense pain. The patient also has pain getting up from a seated position and standing for even a brief period of period of time. The patient had a bone scan within the last three months. His implant surgeon has recently retired. The patient will see a new surgeon, dr. (B)(6) on (B)(6) 2012 for a consultation and additional testing.